Event description:
It was reported that approximately 2 months after open tlif with peek device/infuse bone graft supplemented with posterior fixation, patient had pain and an MRI showed two masses on the left side. A revision surgery was performed approximately 3 1/2 months post op to remove a gray encapsulated fluid-filled cystic-like structure that was under pressure and was located medial to the posterior screw and was extending into the disc space. The structure reportedly had the appearance of dura, but was not attached to the dura. The other mass was only fluid. Lab reported that the material was "fibromyoxin tissue, inflammation, calcification." It is unknown if the infuse bone graft contributed to the reported event.